Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). . The complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4): " air in the syringe." "The patient was on noradrenaline infusion running at approx. 10mls/hr, the intended fluid volume was approx. 30mls. The patients bp was dropping so we went up on the infusion rate to 15mls/hr then to 20mls/hr but the patient's bp remained unchanged. The nurse checked the patients cvc to make sure there was no kink in the line- there wasn't. She checked the pump, opened the door and could see approx. 20mls of air in the syringe so the syringe looked half filled when lying flat. The patients bp recovered when the norad infusion was changed quickly to the 2nd norad infusion that was on standby."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Evidence of disposal: no sample available due to sample was discarded by the hospital and no photos provided for evaluation. This complaint shall be taken to the knowledge and filed for statistical purpose. However, should sample become available and being returned, complaint will be re-opened and re- investigated accordingly. Root cause analysis: investigation was conducted to identify the potential stations at the machines which may have contact with the catheter hub luer. By ruling out all the possibilities, the only possible chance to induce this defect is in machine at assembly catheter hub into cannula hub station if the septum opener pin is bent or bigger opening of the septum opener pin. Correction: daily checking for valve opener pin condition and to record in process card. Started: 2022-05-12. Additional containment action to refer to CAPA. This complaint is confirmed.